Event description:
Related to MFR report # 2183959-2012-01329. It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with a miniarc single-incision sling system to treat "pelvic organ prolapse and stress urinary incontinence." It was alleged that the plaintiff "suffered and continues to suffer significant injury," "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering" and "continues to suffer from pelvic pain, incontinence, difficulty with bowel movements, bloating, back pain, and dyspareunia (painful sexual intercourse)," and has "extensive medical treatment including but not limited to, operations to locate and remove the mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo corrective surgery and hospitalization," has undergone "corrective surgeries, including an attempt to repair the transvaginal mesh and has been advised that further surgery is needed." It was also alleged that the plaintiff "did suffer serious personal injuries including erosion of the vaginal wall and other tissues, infection, permanent and substantial physical deformity and the loss of the ability to perform sexually."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.